Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not functioning as intended. Additionally, it was reported that the customer set all alarms/alerts to vibrate, but could not feel the vibration. Subsequently, customer experienced elevated blood glucose (bg) levels. Customer declined troubleshooting with tandem technical support and declined to provide further information.